Manufacturer narrative:
Other, other text: investigation completed on a smiths ambulatory infusion pumps/cadd ms3 pumps the complaint of lost programming was not verified in the event log and during testing while duplicating event, no program was lost as it was resetting program. Device passed all functional testing. No fault could be found. As preventative measures, software was installed. Device was in overall great condition.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps malfunctioned and lost programming. No patient adverse events reported.